Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was a loss of stimulation. They went to a trade show and held a copper bracelet in (B)(6) 2015 and they noticed afterwards that her therapy was not working as well. They were hit in the chest by a cow on (B)(6) 2015 and they thought they broke a rib. The doctor was aware of the event. The doctor's office changed her voltage in (B)(6) 2015 but it did not help her therapy. The incident with the cow hitting her chest could be related to the issue. Additional information received 5 days later from the health care professional (hcp) reported the patient was reprogrammed during their last office visit on (B)(6) 2015. They were not aware of the loss of stimulation/therapy not working as well as the patient hadn't contacted them since their last appointment. On the right, the patient was tremulous with crossing errors and it was difficult for them to place a pen on paper upon initiating drawing. The left side was less tremulous than the right with more crossing error. Upon interrogation, the battery was on and ok. Impedances were normal. They increased the amplitude on the left and right sides which resulted in improved tremor. The patient was allowed the ability to adjust the deep brain stimulator (dbs) settings at home.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient on june 01 2016 reported they got hit in the chest in (B)(6) 2015. They got hit on the other side from where the implantable neurostimulator (ins) is. After they got hit, since 2015 therapy stopped helping their symptoms. On the day of this call, they reported that their symptoms were more on the right side than on the left side. The patient went to hcp and they checked the device, adjusted it and changed the levels. When hcp increased the stim in (B)(6) 2015, it affected their tongue, around their month and all the way down their arm. Patient went back to hcp may be in (B)(6) 2016 where they had to change the settings back because it was affecting their speech. It was also reported that at their lead implantation surgery, when hcp was implanting electrodes, patient could feel it in their tongue and arm on the right side and hcp had to adjust it. The event occurred on (B)(6) 2013.